Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2339 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reds2339) have been reported from the same facility in (B)(6).

Event description:
It was reported the patient planned to undergo intravenous chemotherapy. On (B)(6) 2020, the peripherally intubated central venous catheter was placed in our department. The placement process went smoothly. After placement, the chest radiograph showed that the tip of the catheter was flat to the sixth thoracic vertebra. At 08:50 on (B)(6) 2021, the patient was due to "18 years after left breast cancer surgery, 3 months after chest wall metastasis resection, and 10+ days after 3 cycles of chemotherapy." PICC catheterization was performed in the PICC maintenance clinic of the department of oncology and hematology maintenance, after removing the applicator, when performing the first iodophor disinfection, the catheter suddenly broke from 34.8cm, the fracture was in the blood vessel, 1.2cm from the puncture point, immediately instructed the patient to brake with his right hand and immediately compress the right forearm near the axilla. At the same time, it notifies the outpatient doctor, the head of the department, the head nurse, and the intervention department, and reports to the nursing department, medical education department, and equipment department. An emergency chest radiograph showed that one end of the catheter was located below the upper right humerus and one end was located on the right neck. The patient was immediately escorted to the interventional department and the interventional doctor successfully removed the complete PICC catheter stump through percutaneous selective venography and intravascular foreign body removal.